Event description:
It was reported the system displayed a precharge voltage error following a filament error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.